Event description:
It was reported the gastrointestinal videoscope experienced image noise occurring. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Section e1 shortened from: (B)(6) due to character restrictions. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.